Event description:
Recurrent inflammatory episodes / delayed hypersensitivity to hyaluronic acid / urticaria-like reaction [dermal filler reaction] ([skin oedema], [skin induration], [skin warm], [pain], [discomfort]). Case narrative: a french patient notified teoxane geneva of an adverse event on 13-feb-2026. The injector was contacted and informed teoxane that she already reported this event on 22-jan-2021 ((B)(4)). According to the complaint form received from the injector, the patient was injected on (B)(6) 2020 with: - 1.0 ml of teosyal rha 3 in the lips. The injection was done with the needle supplied in the box and a cannula 25g, using the retrocacing injection technique (current complaint-(B)(4)), - 1.0 ml of teosyal puresense ultra deep in the chin. The injection was done with the needle supplied in the box and a cannula 25g, using the bolus injection technique. As no adverse reaction was reported in the chin, only one complaint for teosyal rha 3 product was opened. The patient had an history of several cosmetic procedures : botox in (B)(6) 2019. Restylane and stylage on (B)(6) 2019. Teosyal rha 3, teosyal rha kiss and botox on (B)(6) 2020 (no further information provided). The patient had a pollen allergy . According to the injector, at the time of the injection, the patient experienced an intense and unusual burning sensation, accompanied by significant swelling. The injector diagnosed a normal post-injection oedema at this stage. However, the sensation of heaviness, tightness, and abnormal rigidity in the lips persisted. On (B)(6) 2020, the injector prescribed hyaluronidase injection (1ml) and on (B)(6) 2020, corticosteroids treatment. On (B)(6) 2021 the symptoms were partially resolved, only an intermittent swelling remained. In the meantime, we were informed on (B)(6) 2021 that the patient was seen by a dermatologist who diagnosed urticaria-like reactions. On (B)(6) 2021, intermittent swelling was still persisting and we were informed that the patient had a consultation with an allergologist who finally diagnosed a delayed hypersensitivity to hyaluronic acid. According to the injector, the later injected additional hyaluronidase in the areas of concern (no more information provided). Despite several reminders no further information could be retrieved and the case was closed as is in (B)(6) 2021. On (B)(6) 2026, the patient contacted teoxane complaining about remaining symptoms. According to her, for the past five years, she was experiencing recurring inflammatory episodes in her upper lip: intermittent swelling, a feeling of tightness, and localized pain. Initially, these episodes occurred very frequently (every two days), then gradually became less frequent (every ten days), and at the time of this report occured approximately once a month leading to a significant impact on her quality of life. On 26-feb-2026, we received updated photos of the patient. Given the severity of the symptoms, the case was assessed as reportable. The local medical expert was consulted and recommended a biopsy and kenacort injection. The international medical expert was also consulted for guidance and recommended a complete allergological assessment to rule out hypersensitivity type ii, hypersensitivity type I, angioedema or systematic disease. At the time of this report, the patient's symptoms are monitored and the investigations are on-going. Imdrf code annex g is erroneous is this case (due to database issue). Please consider code g04127 ¿ syringe. Case comments: alawami, a. And tannous, z., 2020. Late onset hypersensitivity reaction to hyaluronic acid dermal fillers manifesting as cutaneous and visceral angioedema. Journal of cosmetic dermatology, 20(5), pp.1483-1485. Chiang, y.z., pierone, g. And al-niaimi, f. (2016) ¿dermal fillers: pathophysiology, prevention and treatment of complications¿, journal of the european academy of dermatology and venereology, 31(3), pp. 405¿413. Chung, k., convery, c., ejikeme, I. And ghanem, a., 2019. A systematic review of the literature of delayed inflammatory reactions after hyaluronic acid filler injection to estimate the incidence of delayed type hypersensitivity reaction. Aesthetic surgery journal, 40(5), pp.np286-np300. Cormac convery, emma davies, gillian murray, lee walker, 2021 "delayed-onset nodules (dons) and considering their treatment following use of hyaluronic acid (ha) fillers". J clin aesthet dermatol. 14(7):e59¿e67 decates, t., kadouch, j., velthuis, p. And rustemeyer, t., 2021. Immediate nor delayed type hypersensitivity plays a role in late inflammatory reactions after hyaluronic acid filler injections. Clinical, cosmetic and investigational dermatology, volume 14, pp.581-589. Funt, d., 2022. Treatment of delayed-onset inflammatory reactions to hyaluronic acid filler: an algorithmic approach. Plastic and reconstructive surgery - global open, 10(6), p.e4362. Ibrahim, o., overman, j., arndt, k. And dover, j., 2018. Filler nodules: inflammatory or infectious? A review of biofilms and their implications on clinical practice. Dermatologic surgery, 44(1), pp.53-60. Kokoska, r., lima, a. And kingsley, m., 2022. Review of delayed reactions to 15 hyaluronic acid fillers. López pérez, v., 2022. Covid-19 and dermal fillers: should we really be concerned?. Actas dermo-sifiliográficas, 113(9), pp.t888-t894. Marusza, w., olszanski, r., sierdzinski, j., ostrowski, t., szyller, k., mlynarczyk, g. And netsvyetayeva, I., 2019. Treatment of late bacterial infections resulting from soft-tissue filler injections. Infection and drug resistance, volume 12, pp.469-480. Marwa, k., & kondamudi, n. P, 2022. Type IV hypersensitivity reaction. Statpearls. Statpearls publishing. Mikkilineni, r., wipf, a., farah, r. And sadick, n., 2020. New classification schemata of hypersensitivity adverse effects after hyaluronic acid injections: pathophysiology, treatment algorithm, and prevention. Dermatologic surgery, 46(11), pp.1404-1409. Modarressi, a., nizet, c. And lombardi, t., 2020. Granulomas and nongranulomatous nodules after filler injection: different complications require different treatments. Journal of plastic, reconstructive & aesthetic surgery, 73(11), pp.2010-2015. Moran, m., nieto-lopez, f. And rueda-carrasco, j., 2022. Lipoteichoic acid and molecular weight of hyaluronic acid could explain the late inflammatory response trigger by hyaluronic acid fillers. Journal of cosmetic dermatology,. Snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Trinh, l.n., mcguigan, k.c. And gupta, a. (2022) ¿delayed granulomas as a complication secondary to lip augmentation with dermal fillers: a systematic review¿, the surgery journal, 08(01). Turkmani, m., de boulle, k. And philipp-dormston, w., 2019. Delayed hypersensitivity reaction to hyaluronic acid dermal filler following influenza-like illness. Clinical, cosmetic and investigational dermatology, volume 12, pp.277-283.

Manufacturer narrative:
The local medical expert and the international medical expert were contacted delayed inflammatory reactions that may manifest as intermittent inflammation, swelling, pain and induration weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products. Based on the unsuggestive temporal relationship, and the possible alternative etiology from other allergic etiologies (according to the international medical expert assessment), the relatedness of the symptoms with the injection of rhas 3 has been assessed as possible at this stage. Further information will be provided in the light of new information received through investigations. This is default text configured for block h10.

Manufacturer narrative:
Delayed inflammatory reactions that may manifest as intermittent inflammation, swelling, pain and induration weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. Based on the unsuggestive temporal relationship, and the possible alternative etiology from other allergic etiologies (according to the international medical expert assessment), the relatedness of the symptoms with the injection of rha 3 has been assessed as possible.

Event description:
Recurrent inflammatory episodes / delayed hypersensitivity to hyaluronic acid / urticaria-like reaction [dermal filler reaction] ([skin oedema], [skin induration], [skin warm], [pain], [discomfort]). Case narrative: a french patient notified teoxane geneva of an adverse event on 13-feb-2026. The injector was contacted and informed teoxane that she already reported this event on 22-jan-2021 (B)(4). According to the complaint form received from the injector, the patient was injected on (B)(6) 2020 with: 1.0 ml of teosyal rha 3 in the lips. The injection was done with the needle supplied in the box and a cannula 25g, using the retrocacing injection technique (current complaint- (B)(4)), 1.0 ml of teosyal puresense ultra deep in the chin. The injection was done with the needle supplied in the box and a cannula 25g, using the bolus injection technique. As no adeverse reaction was reported in the chin, only one complaint for teosyal rha 3 product was opened. The patient had an history of several cosmetic procedures: botox in (B)(6) 2019, restylane and stylage on (B)(6) 2019, teosyal rha 3, teosyal rha kiss and botox on (B)(6) 2020 (no further information provided). The patient had a pollen allergy. According to the injector, at the time of the injection, the patient experienced an intense and unusual burning sensation, accompanied by significant swelling. The injector diagnosed a normal post-injection oedema at this stage. However, the sensation of heaviness, tightness, and abnormal rigidity in the lips persisted. On (B)(6) 2020, the injector prescribed hyaluronidase injection (1ml) and on (B)(6) 2020, corticosteroids treatment. On (B)(6) 2021 the symptoms were partially resolved, only an intermittent swelling remained. In the meantime, we were informed on (B)(6) 2021 that the patient was seen by a dermatologist who diagnosed urticaria-like reactions. On (B)(6) 2021, intermittent swelling was still persisting and we were informed that the patient had a consultation with an allergologist who finally diagnosed a delayed hypersensitivity to hyaluronic acid. According to the injector, the later injected additional hyaluronidase in the areas of concern (no more information provided). Despite several reminders no further information could be retrieved and the case was closed as is in october 2021. On 13-feb-2026, the patient contacted teoxane complaining about remaining symptoms. According to her, for the past five years, she was experiencing recurring inflammatory episodes in her upper lip: intermittent swelling, a feeling of tightness, and localized pain. Initially, these episodes occurred very frequently (every two days), then gradually became less frequent (every ten days), and at the time of this report occured approximately once a month leading to a significant impact on her quality of life. On 26-feb-2026, we received updated photos of the patient. Given the severity of the symptoms, the case was assessed as reportable. The local medical expert was consulted and recommended a biopsy and kenacort injection. The international medical expert was also consulted for guidance and recommended a complete allergological assessment to rule out hypersensitivity type IV, hypersensitivity type I, angioedema or systemic disease. Despite several reminders, no further information could be retrieved. The complaint was considered closed. Imdrf code annex g is erroneous is this case (due to database issue). Please consider code g04127 ¿ syringe. Case comments: alawami, a. And tannous, z., 2020. Late onset hypersensitivity reaction to hyaluronic acid dermal fillers manifesting as cutaneous and visceral angioedema. Journal of cosmetic dermatology, 20(5), pp.1483-1485. Chiang, y.z., pierone, g. And al-niaimi, f. (2016) ¿dermal fillers: pathophysiology, prevention and treatment of complications¿, journal of the european academy of dermatology and venereology, 31(3), pp. 405¿413. Chung, k., convery, c., ejikeme, I. And ghanem, a., 2019. A systematic review of the literature of delayed inflammatory reactions after hyaluronic acid filler injection to estimate the incidence of delayed type hypersensitivity reaction. Aesthetic surgery journal, 40(5), pp.np286-np300. Cormac convery, emma davies, gillian murray, lee walker, 2021 "delayed-onset nodules (dons) and considering their treatment following use of hyaluronic acid (ha) fillers". J clin aesthet dermatol. 14(7):e59¿e67. Decates, t., kadouch, j., velthuis, p. And rustemeyer, t., 2021. Immediate nor delayed type hypersensitivity plays a role in late inflammatory reactions after hyaluronic acid filler injections. Clinical, cosmetic and investigational dermatology, volume 14, pp.581-589. Funt, d., 2022. Treatment of delayed-onset inflammatory reactions to hyaluronic acid filler: an algorithmic approach. Plastic and reconstructive surgery - global open, 10(6), p.e4362. Ibrahim, o., overman, j., arndt, k. And dover, j., 2018. Filler nodules: inflammatory or infectious? A review of biofilms and their implications on clinical practice. Dermatologic surgery, 44(1), pp.53-60. Kokoska, r., lima, a. And kingsley, m., 2022. Review of delayed reactions to 15 hyaluronic acid fillers. López pérez, v., 2022. Covid-19 and dermal fillers: should we really be concerned?. Actas dermo-sifiliográficas, 113(9), pp.t888-t894. Marusza, w., olszanski, r., sierdzinski, j., ostrowski, t., szyller, k., mlynarczyk, g. And netsvyetayeva, I., 2019. Treatment of late bacterial infections resulting from soft-tissue filler injections. Infection and drug resistance, volume 12, pp.469-480. Marwa, k., & kondamudi, n. P, 2022. Type IV hypersensitivity reaction. Statpearls. Statpearls publishing. Mikkilineni, r., wipf, a., farah, r. And sadick, n., 2020. New classification schemata of hypersensitivity adverse effects after hyaluronic acid injections: pathophysiology, treatment algorithm, and prevention. Dermatologic surgery, 46(11), pp.1404-1409. Modarressi, a., nizet, c. And lombardi, t., 2020. Granulomas and nongranulomatous nodules after filler injection: different complications require different treatments. Journal of plastic, reconstructive & aesthetic surgery, 73(11), pp.2010-2015. Moran, m., nieto-lopez, f. And rueda-carrasco, j., 2022. Lipoteichoic acid and molecular weight of hyaluronic acid could explain the late inflammatory response trigger by hyaluronic acid fillers. Journal of cosmetic dermatology,. Snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Trinh, l.n., mcguigan, k.c. And gupta, a. (2022) ¿delayed granulomas as a complication secondary to lip augmentation with dermal fillers: a systematic review¿, the surgery journal, 08(01). Turkmani, m., de boulle, k. And philipp-dormston, w., 2019. Delayed hypersensitivity reaction to hyaluronic acid dermal filler following influenza-like illness. Clinical, cosmetic and investigational dermatology, volume 12, pp.277-283.